Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 600 mg/dl. The customer was advised high blood glucose was due to bent cannulas. The customer reported via phone call indicating that they had absence no delivery alarm. Customer's blood glucose at time of incident was 600 mg/dl. The customer was advised the absence of no delivery is due bent cannula. The customer was advised to remove the infusion set from the body. The customer assisted in performing high pressure test and insulin did not exit. The customer was assisted in resetting correct fixed prime to the correct amount. The customer was advised to monitor pump. The customer reported via phone call that the infusion set cannula is bent. Customer's blood glucose was unknown. The customer was advised to change the infusion set and return to medtronic if possible. The customer was advised that we are sending out 4 infusions set replacement.